Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined a possible cause(s) of the reported event as follows: 1.) Foreign matter was adhered to the electrical contacts of the scope or 2.) The communication cable was not fully connected. As stated in the instructions for use, as a preventive measure, "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via phone. Technical support directed the user to wipe the scope pins off with alcohol, reseat the communication cable, ensure there was no dust and debris in the socket and to turn the video system center off prior to connecting/disconnecting the scopes.

Event description:
A user facility reported to olympus that the b30 error was generated with multiple scopes. The problem, as reported to olympus, occurred when setting up for the procedure. There was no patient injury or harm, associated with the problem, reported to olympus.